Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting a constant beep tone and displayed warning messages indicating an error may have occurred with the ICD. The physician was unable to successfully clear the warning codes. It was further reported that the ICD had gone into a back-up mode.